Manufacturer narrative:
Product event summary: at analysis the device tested out of specification on "device off 5 volt current" and it was noted that the out of specification test issue required repair. It was additionally noted that the patient connector pins were disturbed and the patient connector requires replacing. The device was to be sent on for repair and reallocation. If information is provided in the future, a supplemental report will be issued.

Event description:
The analyzer which was returned as part of an inventory reduction initiative subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.